Event description:
The customer called in and requested logs to review due to a death.

Manufacturer narrative:
(B)(4). The customer called in and requested logs to review due to a death. They wanted to know what the settings were at the time of the event. The hospital patient safety officer stated that additional information on the issue would not be provided until their investigation was completed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.